Manufacturer narrative:
B5: additional information was provided from the customer clarifying the customer's blood glucose level ranged from 109-350 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 109 mg/dl. Additionally, it was reported that intermittently the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy.